Event description:
It was reported that during an unknown procedure, the device could not fire at the third stroke of the first firing with the blue reload. The staples were malformed and the tissue was not cut. They changed to a green reload, but still had the same issue. Changed to a new device and green reload but still failed. The surgeon changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? Please clarify what was meant by the new/second device ¿still failed.¿ did the second device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the second device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was buttressing material utilized with either device? If so, which product?

Manufacturer narrative:
(B)(4). Additional information: what type of procedure was the device used in? -laparoscopic radical resection of rectal carcinoma. Was buttressing material utilized with the device? If so, which product? -not reported. The analysis results found that one ec60 device was returned with the anvil bent upwards and with an ecr60g cartridge reload partially fired 2/3 consistent with an incomplete or interrupted cycle. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.